Event description:
This is a revision of a smr reverse prosthesis. The original surgery has been performed on (B)(6) 2012. In unknown date, the short reverse body had come loose and caused the shoulder to dislocate. The revision surgery has been performed on (B)(6) 2013. The event occurred in (B)(6) and was reported to limacorporate on (B)(4) 2013.

Manufacturer narrative:
By the clinical event information, the component which caused the shoulder dislocation is the reverse humeral body, which came loose. We checked the work cycles of both this component and the explanted glenosphere (batches 1205947 and 1209218, respectively), without finding any dimensional anomaly on them. By this check, the loosening of the reverse humeral body and the dislocation are not due to the devices themselves. No further information (e.g. X-rays, explant) is available on this case, so we cannot perform a deeper investigation. No corrective actions have been defined for this specific case. This is the primary case reported to limacorporate about the loosening of a smr reverse humeral body (the revision rate due to loosening related to the whole family of reverse bodies is 0.005%). Before becoming aware of this complaint, limacorporate performed an internal laboratory test (test report (B)(6) 2011) to evaluate the fatigue strength of the smr reverse configuration. A worst case condition has been chosen, by assembling the smallest stem with the reverse humeral body, an augment and the highest liners resulting in the highest offset and worst case stress condition. Six different smr reverse systems were tested under a cyclic compression load, applied vertically on the system on a flat surface after embedding the stem in acrylic bone cement ((B)(4). All the six specimens, tested at a maximum load of 1.25kn, exceeded 5 million cycles without failure. The above test confirms the stability of the coupling between smr stems and reverse humeral bodies, if they are properly assembled and the locking screw is correctly screwed on the reverse body. Limacorporate will keep monitored the market.